Manufacturer narrative:
The investigation is in progress.

Event description:
As reported by an edwards sales rep, a patient with an unknown sapien xt valve, underwent a valve in valve procedure with a 26mm sapien 3 due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and b7. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Based on the limited information provided, the root cause for the severe aortic stenosis with moderate aortic insufficiency after 7 years and 8 months could not be confirmed. However, it is likely that patient co-morbidities or pre-existing valvular disease process contributed to the event. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by an edwards sales representative, a patient with a sapien 26mm valve, underwent a valve in valve procedure with a 26mm sapien 3 after an implant duration approximately 7 years and 8 months due to severe aortic stenosis with moderate aortic insufficiency. An echo revealed "worsening" valve function and persistent volume overload. Tavr viv was recommended and completed with a 26mm sapien 3 in the aortic position via right tf approach. The 26mm sapien valve was successfully placed with trivial pvl and a mean gradient of 10mmhg. The patient quickly recovered in the ICU and was discharged on pod#7.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated a, b5, d1, g5, and f10. The investigation is in progress a supplemental report will be submitted.

Event description:
As reported by an edwards sales rep, a patient with a 26mm valve, underwent a valve in valve procedure with a 26mm sapien 3 after an implant duration approximately 7 years and 8 months due to severe aortic stenosis with moderate aortic insufficiency.